Event description:
The ge oec 2800 fluoroscopy system would not boot correctly or completely.

Manufacturer narrative:
A ge oec service rep investigated the issue and tightened a cable on the control panel pcb and re-connected the power cord to restore function. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.